Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that they were not feeling well and was with a friend that mentioned that the patient did not look well. The patient stated that she did not immediately test her glucose values on her meter. She looked at her cgm 15 minutes later and saw that her glucose value was at 90 mg/dl and then passed out. The patient's friend called the paramedics and when they arrived, they tested the patient's glucose value and it was 28 mg/dl. They administered the patient with glucose and the patient did not go to the hospital. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined. It was reported that the patient did not calibrate after the inaccuracy or enter finger stick values promptly. Dexcom labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Additionally, enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event.